Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential under-sensing observed on right atrial (ra) lead channel. It was further reported that the right ventricular (rv) lead exhibited short v-v intervals. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.